Event description:
A customer from (B)(6) reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb). The cse performed the extended self-test (est), short self-test (sst), the performance verification test (pvt), and electronical safety checks. The cse also performed ventilation test with testing bag. All tests were passed. The device operated within the manufacturing specifications. If additional information is obtained, a supplemental report will be issued. (B)(4).